Event description:
The patient called to report feeling pulses near the bottom of the breast area. Follow-up is in progress and any additional information received will be added to the event. The lead remains in use. No further patient complications were reported as a result of this event. It was later reported that patient's right ventricular lead output was reduced and the patient had experienced sensitivity to v-pacing in the past. Reprogramming was completed and the rv lead remains in use. No further patient complications were reported as a result of this event.

Event description:
The patient called to report feeling pulses near the bottom of the breast area. Follow-up is in progress and any additional information received will be added to the event. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2012. (B)(4).